Event description:
A crx device was implanted in a (B)(6) female pt on (B)(6) 2013. The pt had a recurring abscess, near the left clavicle. Cultures showed no growth. On (B)(6) 2013 she underwent surgery to drain and debride the abscess. A subsequent surgery was performed on (B)(6) 2013 to remove the implant.

Manufacturer narrative:
There is no evidence of device malfunction leading to an infection and eventual removal. All cultures were run for no more than 3 days. No growth was observed, no the surgeon assumed that the abscess was sterile. However, p-acne infections, common in shoulder surgery typically requires at least a 14 day culture. The cultures were not run long enough to identify whether p-acne was present. The abscess occurred at the fracture site where a free butterfly bone fragment remained unstabilized and had not been cerclage in place by the surgeon. During the initial implant at surgery, the retention screw head broke off and the shaft of the screw was left as is, holding the implant in place. This did not impede fracture healing or cause health risk to the pt. The device was removed. It is not known whether the abscess was related to the device or caused by p-acne since the cultures were not run long enough. Upon review of multiple x-rays over the course of pt healing, the implant held the clavicle fragments tightly and there is no evidence of movement between the lateral and medial segments. The fractured clavicle healed, and both implant and clavicle were found to be stable. Although the surgeon pierced the anterior cortex when reaming the medial canal and also broke the retention screw, neither of these errors led to a problem that would require intervention. See scanned page.